Event description:
It was reported that bd alaris texium smartsite low sorbing secondary set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that after connecting the texium secondary set to the primary line and starting the infusion, observe that connection does not leak. Leaking has been reported to occur shortly after the start of the infusion. The green connection piece on the end of our hazardous secondary set does not seem to create a perfect seal with the smartsite port when connected to a primary line. Some leaks have been a single drop forming over a 5-10 minute period of time. Other leaks have been faster, causing air to enter the line and hazardous medication to drip down the line. Reattaching and tightening the connections did not stop the leaks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 70001b-07t and lot# 24049266 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.